Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were inaccurate. Reportedly, the customer set up the pump for use; however, customer believes the time settings were not saved. Tandem technical support guided the customer through adjusting the pump time and date. Customer's blood glucose level was 212 mg/dl.